Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their device was not working. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.